Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) system experienced brady oversensing resulting in inhibition of pacing and undersensing of ventricular fibrillation. A cpi representative suspected the setscrews had been stripped, buth the physician elected to replace the ICD and lead.